Manufacturer narrative:
The incident sample was inspected and the protective overmolding covering the internal switching mechanism was torn a way. The tape covering the seitching mechanism had been removed. Although it appeared the switching mechansim had been tampered with, the pencil passed all functional and electrical tests.

Event description:
The pencil, after sterilization, acts like a "power pencil" causing spontaneous power increase at the moment of connection.